Event description:
During an acl reconstruction, the screw broke. The tibial tunnel was tapped. Calaxo screw was advanced into the tibial tunnel and cracked. Most of screw was removed. Surgeon requested the synthes small fragment fracture repair set to attempt to complete the acl repair. Suggested that another interference (rci or bio rci) screw be attempted rather than screws from the small frag. Set. Soft tissue graft had been fixated at the femoral end with an endobutton. A delay of thirty minutes took place. Sales representative stated the surgeon was using a autograftr on the female patient. The surgeon used a 9mm tap prior to inserting the screw. The patient had hard bone. The repair was completed with a synthes screw and washer.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.